Event description:
I got an eye exam in 2007, I have previously used the same brand of contacts and I got the same brand contacts but used a different brand of contact solution which is walgreens multi-purpose solution for soft contact lenses no rub and have had several eye infections since then that last for weeks on end that my eyes are red as tomatoes, can't see, watery, sunlight hurts, wear sunglasses or walk around with eyes shut, very painful, feels like there are needles in my eyes, have headaches, can't function because I can't see. Please help.